Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the hospital with unrelated congestive heart failure, loss of capture, decreased r-wave amplitude, and high, out of range pacing lead impedance were observed. Isometrics and arm positional movements were performed and no lead noise was observed. The patient was put in palliative hospice care and tachy therapy was disabled.